Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swollen and red with a palpable hard mass," "hot," "possible double occlusion," "blue discoloration and a dusky appearance," "extremely sluggish capillary refill," "blue black bruising," and "mild puffiness and blanching" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). Treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Health care professional instructions: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3 syringes of juvéderm voluma® xc ¿amongst the cheeks and right nasolabial fold.¿ upon completion of the procedure, the right cheek appeared swollen and red with a palpable hard mass near the apex; hcp also stated area was ¿hot.¿ however, blanching was not present. Hylenex was injected into red, firm area with intermittent massaging and warm compress. 650mg of asa was administered. Upon re-examination, mass was significantly softer with good ¿cap refill to the area.¿ patient was informed of possibility of a double occlusion. The next day, patient was seen for follow up and ¿exhibited blue discoloration and a dusky appearance to the right side of [their] mid to lower face extending along the lateral aspects of the nose, cheek, nasolabial fold. Extremely sluggish capillary refill was also noted.¿ hcp reported it was ¿difficult to distinguish blue black bruising from lack of perfusion.¿ hylenex was initiated to entire area which resulted in ability to visualize angular artery as part of the occlusion as this was extremely sluggish.¿ remainder of affected area ¿did pink up slightly.¿ 650mg asa, more hylenex, and facial massage with warm towels were provided as treatment. The next day, patient presented with mild puffiness and blanching anteromedially and alongside right nose; ¿cap refill was sluggish along right nasolabial fold.¿ additional hylenex with lidocaine and repeated doses of asa were given. On day 4, patient presented with small circular area of sluggish cap refill at right jawline. Again, intermittent aggressive hylenex dosing was administered along with massage and warm compress. Over the next 2 days patient presented with brisk cap refill in cheek and jawline, however pre-jowl sulcus appeared slightly swollen and sluggish. Again, more hylenex was repeated with 650mg asa and warm compress. Full blood flow was established with no further adverse events observed clinically or as reported by patient; patient reported bruising resolved.